Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure before suturing, both needle and thread broke. The device was replaced with a new one to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that packaging was returned for two different device¿s products, one of which was a 6-0 and the other of which was a 5-0. The visual inspection of the opened sample noted one suture and one needle. The needle was broken toward the center, without the tip present. Upon microscopic inspection, instrument marks were observed near the break site. Microscopic inspection of the end of the suture noted signs of breakage. As no sealed samples were returned, a bend moment of simple knot test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.